Manufacturer narrative:
Customer unable to pair pump with app, minimed mobile 2.1.0, motorola one action, android 11 "an attempt to reproduce the reported event with minimed mobile app (software version 2.1.0) installed on motorola moto g9 plus (android 10) with mmt-1880 770g pump (software version 5.2a) was conducted and confirmed the issue was not reproduced. An attempt to reproduce the reported event using minimed mobile app (software version 2.1.0) installed on samsung galaxy a71 (android 11) with mmt-1886 780g pump (software ver. 6.7w.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504_c. Upon investigation of available logs, it was observed there were lost bonding errors on pairing flow. Lost bounding can be invoked in different cases, one of them is when a user doesn't approve the pairing dialog. It is possible that the issue is being caused user's device hardware/software. An exact root cause cannot be established from available logs. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: stay on the pairing screen and accept both pairing prompts. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a pairing issue between the pump and the mobile device application. The customer stated that the pairing failed leading up to the complaint. Troubleshooting was performed and the issue could not be resolved. Advised the customer forced to close the minimed mobile application and performed a restart on the mobile device. The customer was advised to re-launch the minimed mobile application, to prepare a meter/mobile device and pairing was unsuccessful. The expected result from the process was pairing successful. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application and the device will not be returned for analysis.